Event description:
Additional information from user facility: before the initial surgery, the patient had lower back pain and right leg pain. After the initial surgery these pains disappeared. No pain occurred after physical effort or inappropriate movement of the lower spine. It cannot be definitely said how far away from the original implantation site of inductigraft the 2cc fragment compressing the nerve root was found. Significant displacement cannot be seen on the x-rays. The condition of the rest of the implanted inductigraft is described as like a mush with granules. The removed piece is being kept in formalin. Baxter questions with responses from site: indication for surgery and description of procedure (approach, number of levels operated, instrumentation details) disc degeneration in liv/v causing severe low back pain and moderate right leg pain. Liv/v plf from posterior approach with inductigraft and peek-legacy instrumentation. Volume of product used, description of the anatomy where inductigraft has been placed. 20 ml (10 ml on each side) of inductigraft was used and placed between the decorticated transverse processes according to the study protocol. What where the symptoms before and after surgery (before ischiadic pain reoccurred)? Before the surgery: low back pain and right leg pain. Right after the surgery: no pain. Did patient experience a pain free interval, and if yes, for how long? Actually one-two weeks, but the after that the first signs (new pain in the left leg) was very mild and transient. With time, this left leg pain has become more severe. Did the leg pain occur gradually or all of the sudden? Gradually; first signs were very mild and transient. Gradually, it has become more severe and almost permanent. Did pain occur after physical effort or inappropriate movement of the lower spine? No. The patient did not mention any significant physical effort. How far away from the original implantation site of inductigraft has the 2cc fragment compressing the nerve root been found (in cm)? About some mm-s. What was the condition of the rest of the implanted inductigraft (ossification, scattered granules, etc.)? Granules, but not scattered. Did decompression resolve the pain? Current neurological status of patient. Yes, absolutely. No pain and no neurological symptoms currently.

Event description:
Please know that inductigraft is not registered in the us. It is has similar composition to actifuse bone graft substitute (k081979). Adverse event received regarding (B)(4). The complainant received information from hospital (B)(4). The complainant reported that on (B)(6) 2012 the patient ((B)(6) female; visited the hospital because of a left leg pain, after the apollo surgery. After the diagnostic procedure, a decompression surgery was performed ((B)(6) 2012). During the surgery was noticed that small piece of the inductigraft compressed the part of the left l4 nerve root. This small amount of the graft (approximate 2cc) was removed and the nerve root was decompressed.

Manufacturer narrative:
(B)(4). The additional information is a revision in the severity of the previously reported nerve root compression (resulting in hospitalization from (B)(6) 2012) from moderate to severe. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the additional information received supports the conclusion that migration of a small fragment of inductigraft appears to be the root cause of the event. The late occurrence of new root compressive symptoms confirms this suspicion. Alternative procedure-, patient-, and pathology-related causes (inflammatory reaction of the root, radiculitis, exostosis/hyperostosis, instrumentation failure/mobility of instrumented segment, etc.) Can be ruled out. The event is related to the use of inductigraft. The manufacturing facility, baxter (B)(4), completed the investigation. A review of the batch record for this product lot showed that all release/testing specifications were met. The review showed no non-conformities, failures, rework, or deviations that were related to the reported complaint issue. This is the first complaint reported for the product lot. The complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: this is a serious adverse event report from a prospective open-label non-randomized (B)(4) study. The (B)(6) male patient underwent spinal surgery on (B)(6) 2011. On (B)(6) 2012, he has been readmitted for radicular pain in the left leg. After diagnostic procedure a decompression surgery has been performed on (B)(6) 2012. During decompressive procedure, a 2 cc fragment of inductigraft located extraforaminally has been identified as the root cause of the l4 nerve root compression, and has been removed, and the nerve root was decompressed. The reported serious adverse event is confirmed (during second surgery) to be related to the nerve root compression through inductigraft. A potential root cause of the compression might be a late migration (3 months post implantation surgery) of a fragment of inductigraft. Alternative procedure,-, patient-, and pathology-related causes are to be considered (inflammatory reaction of the root, radiculitis, exostosis/hyperostosis, instrumentation failure/mobility of instrumented segment, etc.) Additional information is being requested. A follow-up report will be submitted upon the receipt and evaluation of the additional information once received.